Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient developed pain on their left side. Diagnostic imaging revealed perforation. Lead was repositioned. Patient was stable before, during and after the procedure.